Event description:
The company was made aware that the pt developed granulations in the external auditory canal and post aural region. The pt's symptom reportedly improved after being treated with medication and cauterization of granulations; however, granulations appeared again. The pt also reportedly developed mild facial nerve paresis on the right side. Surgery to explant the pt's device is under consideration.